Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2021 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of (B)(6) 2021 aso evaluated unused returned and retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
On the initial report, received by aso on (B)(6) 2021 consumer stated that the product caused her a reaction similar to a chemical burn on her stomach. The completed customer information request (cir) received from the consumer on (B)(6) 2021, stated that the issue was with the whole bandage and that consumer sought medical attention.